Manufacturer narrative:
Product ID: 3887-28, lot# l73970, implanted: (B)(6) 1999, explanted: (B)(6) 2019, product type: lead; product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2019, product type: extension; product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2019, product type: extension; product ID: 3887-28, lot# l73970, implanted: (B)(6) 1999, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jun-28, information was received from a manufacturer representative, regarding a patient with an implantable neurostimulator (ins). It was reported that caller was in surgery and trouble getting quad lead out of extension. The physician decided to replace the old leads and remove the extensions.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-28, lot# l73970, implanted: (B)(6) 1999, explanted: (B)(6) 2019, product type: lead. Product ID: 3887-28, lot# l73970, implanted: (B)(6) 1999, explanted: (B)(6) 2019, product type: lead. . Other relevant device(s) are: product ID: 3887-28, serial/lot #: (B)(4), ubd: 23-nov-2003, UDI#: (B)(4); product ID: 3887-28, serial/lot #: (B)(4), ubd: 23-nov-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient's back was accessed for an extension replacement, the hcp noticed the previously implanted leads were damaged. The leads were replaced and the extensions were removed before attaching them to the new ins. No known factors led to the lead damage. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
Analysis of the lead (lot # l73970) found that the lead body was cut through and the lead was segmented. Also, for the additional lead, the proximal end insulation was consistent with metal ion oxidation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the leads have not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.